Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred a month ago. He reported obtaining results of 174 mg/dl and 246 mg/dl, performed on the subject meter/strips within 10 mins. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. As a result of the reported issue, the pt did not take any actions. He reported experiencing symptoms of urination, and thirst. He did not receive/require any medical attn/treatment. At the time of troubleshooting, it was verified that the meter was sent in the right unit of measurement and that it was coded correctly to match the code on the test strip vial. The test strips were in good condition and within the expiration/discard dates. It was discovered that the pt's testing technique was incorrect and he was not cleaning the puncture area properly. The pt was walked through a control solution, which failed outside the range. This complaint is being reported because the pt claimed to have experienced symptoms suggestive of hyperglycemia after the reported issue began. The precision testing that the pt performed is out of lifescan's spec and also, the control solution test failed outside the range. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.